Manufacturer narrative:
They were provided with the part number for a replacement monitor to resolve the issue. No harm was reported.

Event description:
The biomedical engineer (bme) reported that the monitor on the central nurse's station (cns) went out because the power supply on the monitor was bad.

Manufacturer narrative:
H10: additional narrative: on 10/30/18, conrad pirog at east orange general hospital reported the power supply for the cns-9701a (mu-971ra sn:(B)(6)) display failed. They placed another monitor into service which was a third party device but it was working okay for monitoring. Service requested: customer requested replacement part. Service performed: customer was advised the power supply was not available for their monitor as it is eol (end of life). Nka has stock for newer version of a replacement monitor which should include the necessary components to connect such as power supply and cabling. Customer was provided information: original part is discontinued: a/e108742 - monitor, cns-9700, 19". Replaced with: monitor, cns-9700, 19", sku p/n: e970083 - a/e000167. Investigation result: the cns was put into service on (B)(6) 2004, which is over 14 years prior to the reported issue. A review of device history found no previously reported issues with the unit. There was a failure of the cns monitor's power supply. If the power supply was not replaced during the cns's lifetime, this suggests it is over 14 years of age. During this time, factors such as age, use, handling, and power surges can contribute to degradation of the power supply. Per cns-9701a service manual rev. E, customer is advised to perform maintenance check on the unit once every six months. This includes checking the physical condition of each unit and its peripheral accessories, along with checking the operation of the unit. Customer's internal maintenance information is unknown. The cns-9701a model was discontinued on 11/14/11 in mbg-111114 due to the introduction of cns-6201a central station. Support for the unit continued for a minimum period of seven years. The issue occurred well beyond the warranty period and product discontinuance, and at the end of support period. Due to a lack of parts available, the power supply could not be replaced. Customer was provided information to purchase a new monitor, which would include the power supply. The part was not returned and no nka evaluation was performed. The power supply is a supporting accessory not the patient monitoring device. Based on the given information, this issue is not suspected to be caused by deficient device design. Additional information: b4. Date of this report. D11& c2 concomitant medical products. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information correction. H3. Device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative. D11& c2 concomitant medical products: ups was used in conjunction with the central nurses station (cns)

Event description:
The biomedical engineer (bme) reported that the monitor on the central nurse's station (cns) went out because the power supply on the monitor was bad.